Event description:
It was reported that during the procedure the balloon (subject device) contrast leaked. The balloon was replaced the procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
Update: h4 manufacturing date ¿ added. D4 expiration date - added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the balloon catheter system was prepared as per the dfu, the correct amount of inflation media was used, continuous flush was maintained, there was no leak noted to the balloon during preparation and the anatomy was very tortuous. It is probable that the balloon may have been damaged during navigation through the patients very tortuous anatomy causing the reported leak. An assignable cause of procedural factors will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the procedure the balloon (subject device) contrast leaked. The balloon was replaced the procedure was completed successfully. There were no clinical consequences to the patient.